Event description:
Vascular stapler made a cracking sound and did not completely resect tissue. There was no leakage of blood. A stitch and another stapler were employed to complete resection. No injury to pt.